Event description:
Related to MFR report # 2183959-2012-01064. It was reported that, a perigee was implanted in (B)(6) 2007. On (B)(6) 2012, the pt had removal of vaginal mesh. The info indicates that, "the mesh was folded over several times. The dissection was carried 5-6 cms laterally to the left until we could no longer follow it through the vaginal incision. There was a posterior vaginal wall defect after removal of the mesh and this required a rectocele repair."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.